Manufacturer narrative:
Additional, changed, and/or corrected data: b5. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported right side rupture and exchange. Physician later reported capsular contracture baker grade unknown and ptosis. Hcp reported baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Physician reported right side rupture and exchange. Physician later reported capsular contracture baker grade unknown and ptosis. Device has been explanted.